Event description:
Took western blot test for lyme disease and was told I didn't have it. Told by (B)(6) that I was menopausal and crazy. Went to lyme literate doctor (ilads) who correctly diagnosed my condition. Received treatment after that helped.